Event description:
The customer reported 5 false positive results with the ID now covid-19 assay performed on (B)(6) 2021. This MFR. Report addresses the events on (B)(6) 2021 and is two (2) of two (2). The customer reported one (1) false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on direct tested nasopharyngeal kitted swabs. Repeat test was not performed, pcr confirmation test generated negative result (platform unknown). The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR:report: 1221359-2021-01927.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1023941 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1023941, test base part number 190-430 / lot 1023941. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1023941 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. Reference MFR:report: 1221359-2021-01927.